Event description:
It was reported that the pt underwent a surgical procedure in late 2008 to remove a tumor in her spinal cord/canal. During the procedure, a fusion was also performed using rods and rhbmp-2/acs. Reportedly, the pt's cancer has accelerated since the surgery.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.